Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) guided user to inspect the anesthesia station, which was reported not powering on. The customer attempted basic troubleshooting and successfully powered on the station by plugging it into the wall and using the power switch. The customer stated that a power surge had occurred, which led to the stations being removed from the rooms and replaced with others. The fse confirmed with user that the anesthesia station had experienced power issues even before the surge happened. The fse advised monitoring for any further power failures. During the remote session, the station was tested, all drawers were detected on the bus, and no malfunctions were observed. The customer was able to log in and verify full functionality, resolving the issue. The system functioned as intended after the field service engineer investigated the incident.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was unable to be powered on. However, there were no delay and no adverse events or injuries reported based on this event.